Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and a non-boston scientific right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms. The device and lead were tested which revealed normal impedance measurements and stable lead measurements. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.